Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient had been wearing a pod on the arm in use for approximately 49 to 71 hours and went to sleep. On (B)(6) 2026, the patient awoke with hyperglycemia, reported as 22 mmol/l (396 mg/dl). The patient administered 12 units of insulin by pen; however, blood glucose levels did not improve. The pod was removed at home prior to seeking medical care. The patient presented to the emergency department and was diagnosed with diabetic ketoacidosis. Reported symptoms included vomiting, abdominal pain, syncope, tachycardia, cyanotic lips, elevated ketones, and hyperglycemia. Treatment included intravenous insulin, dextrose, and potassium. Diagnostic testing included chest x-ray and electrocardiogram. The patient remained hospitalized for approximately 12 hours and was discharged the same day. No new medications were prescribed.